Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 300 mg/dl while wearing the pod between 24 and 36 hours. The pod's cannula reportedly was scratching the site (arm), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
Investigation found no damages or defects that would contribute to a dislodging of the cannula. No damages or defects were observed that would cause the cannula to dislodge. The cause of the reported dislodging could not be determined. A leak test was performed and no leaks were observed along the entire fluid path. The adhesive pad and welds were inspected and no damages or defects were observed. The cause of the reported adhesive issue could not be determined. The download data generated an 0x18 alarm indicating that the pod had reached an empty reservoir. This is not a failure of the device but rather a safety feature of the device. The reservoir was confirmed to be empty.